Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone13.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unspecified duration. The patient developed a staphylococcus infection, with the infusion site reported as painful, warm to the touch, bleeding, and exhibiting visible purulent discharge. The patient¿s healthcare provider performed an incision and drainage of the wound, and the patient was subsequently prescribed an unspecified course of antibiotics for 10 days. No impact on the patient's glucose level was reported.